Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at third dilatation. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned flextome device. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak which was situated approximately 2mm distal to the distal edge of the proximal markerband. No issues were noted with the balloon material that could have contributed to the complaint incident. The tip, markerbands and blades of the device were undamaged and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully attached to the balloon material. Multiple kinks were noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during device analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) coronary artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at third dilatation. The procedure was completed with a different device. No patient complications were reported.